Event description:
It was reported during a percutaneous transluminal coronary angioplasty/stent procedure the stent deliver system would not cross the lesion. The delivery system was removed as a unit with the guiding catheter. Upon removal, it was noted the stent had become separated at the femoral sheath. The stent was successfully retrieved with a snare. Reportedly, no pt injury occurred.